Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files revealed increases in rotor noise values, resulting in rotor noise faults; however, a specific cause for the change in pump parameters could not be conclusively determined through this evaluation. The controller event log files collectively contained events from 29may2024 and 30may2024. The left ventricular assist device flag for motor instability was captured. No notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed. The left ventricular assist device (lvad) event log files contained events from 30may2024. Increases in rotor noise, resulting in rotor noise faults, were observed. No other notable events were observed, and the pump appeared to have operated as intended. The alarms reportedly resolved with a power cycle. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU provides an explanation of pump parameters. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review captured multiple left ventricular assist device (lvad) motor instability issues. The pump had been running at 5000 rpms. Rotor noise was at max. Low speed limit and set speed were adjusted mutiple times. Driveline reset was completed. Additional log file captured the pump running at set speed of 5400 rpm at that time. The low speed and fixed speed setting were at 5400 rpm on (B)(6) 2024. On (B)(6) 2024, 15:20:03-15:20:25 the alarm silence button was pressed 4 times while no alarm was active to silence.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.